Event description:
It was reported that the insulin gauge was displaying a different amount than expected, with the pump showing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The caller had already completed steps to remove air from the cartridge and had been educated by technical support to use room temperature insulin when filling the cartridge. The caller declined to load a new cartridge and decided to continue using the current one, with a plan to follow up if necessary.